Event description:
The distal end on the nail bent upon insertion. Reportedly, the nail and insertion handle were assembled correctly. During insertion of the nail, surgeon felt slight resistance and the insertion handle was slow to rotate to the lateral position. After insertion of the nail and review of intraoperative x-rays, the nail appeared to be distorted at the distal end. Surgeon removed the nail, with difficulty, and exchanged it for another nail of the same size. The pt was not reamed, as pt reportedly was a polytrauma pt (soldier) with fat emboli, hard cortical bone and high risk. The event led to significant prolongation of the procedure.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn.